Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Review of the provided picture found the locking mechanism is missing from the lid. Lot identification is necessary for review of device history records, and lot identification was not provided. Review of complaint history identified additional similar complaints for the reported item. However, as the lot number is unknown, an additional review could not be performed. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4) g2: foreign - canada. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the locking mechanism of the aseptic battery housing broke before the surgery when trying to lock the battery inside it. Due diligence is in progress for this complaint; to date no additional information or product has been received.